Manufacturer narrative:
The complaint is considered confirmed as the returned tasp is fractured. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03535, 0001822565-2019-03536.

Event description:
Two tibial articular surface provisionals were returned as worn and needing replacement. It was noted that the instruments were fractured. No patient involvement was reported.